Manufacturer narrative:
Additional device involved in the event: unk-outflow graft. Hvad pump (B)(4) and an outflow graft with unknown serial number were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Review of the manufacturing documentation of the outflow graft could not be performed due to the serial/lot number being unknown. The reported event could not be confirmed via log analysis since log files covering the event date were not available for analysis. Of note, it was reported that the patient received lysis therapy after which the pump parameters normalized. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to thrombus in the outflow graft, kink in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device involved in the event: unk-outflow graft: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during the technician's visit the data was displaying abnormal trends and the left ventricular assist device (lvad) system was subjected to analysis. The historical average maximum power consumption was exceeded by 0.1 watt (w) at 6:50. The power rose from 4.0 to 4.1 w. The power reached 4.2 w at 09:05. Acoustic measurements showed a clear 3rd harmony as well as "undesired" trailing harmonies. This, accompanied by increasing hemolysis parameters were tell-tale signs of pump thrombosis. This lead to a decision for lysis therapy. During which an abrupt decrease in flow occurred, indicating an additional thrombosis in the circuit of the lvad which, from experience, is likely to be in the outflow graft. The pump parameters and acoustic measurements improved significantly while the patient was being treated with lysis. Only one hour after lysis therapy was completed, acoustic measurements showed that there was no 3rd harmony and no thrombosis in the pump. The pump parameters are currently within the normal range. The lvad flows and the pressure levels of the invasive blood pressure (ibp) appear to be (subjectively) working harmoniously, which indicates that there is no flow restriction within the circuit. No further information has been provided.